Event description:
The user reported, the pump system unexpectedly displayed the message "fail 4". No other details regarding the nature of the event were reported. There were no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.